Event description:
While treating a pt with the model 3100a, the oscillator stopped. The user replaced the pt circuit but could not get the 3100a to pressurize. The user had forgotton to re-connect the humidifier tubing to the new pt circuit. After connecting the humidifier tubing, pt treatment was continued without compromise.